Event description:
Complaint received via email from affiliate on complaint form. It was reported that, ¿ liability claim. It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2005 and gynemesh was implanted into the patient. It is reported that the patient experienced complications¿. The customer reference number is (B)(6).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.